Event description:
It was reported that during a medical procedure code 44180025 did not guarantee the screws tightening as it went off when it was tensioned and code 4150011000 did not allow the centering of the 2 proximal holes. The procedure was completed successfully by free-hand-technique with forcing the screwdriver.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
The reported event could not be confirmed since the returned device is conforming to specifications and fully functional. The device inspection revealed the following: visual examination of the returned device shows scratches and blemishes consistent with reusable instruments. Dents and deformation can be at the base of the targeting guide. Upon functional testing with a valor nail, the targeting guide was found to align properly with the nail and functions as intended. A drill bit was successfully passed through both proximal holes of the targeting guide and the valor nail with no issues noted. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If more information is provided, the case will be reassessed.

Event description:
It was reported that during a medical procedure code 44180025 did not guarantee the screws tightening as it went off when it was tensioned and code 4150011000 did not allow the centering of the 2 proximal holes. The procedure was completed successfully by free-hand-technique with forcing the screwdriver.